Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the outcome of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. The patient was discharged two days later. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). It was not reported if pd therapy was ongoing. No additional information is available.